Manufacturer narrative:
Subject device(s) were returned for evaluation. The device was received in two (2) broken pieces and that all pieces were returned. Visual inspection confirms a bend alongside the flexible portion of the drill shaft. It was also noted that the device had flared tip, most likely due to contact with the passing pin during use. The cutting edges did not show any indication of excessive wear or force. It cannot be confirmed whether the chamfer of the device was intact. Because of the condition of the subject device, neither dimensional or functional testing could be performed. A review of the device history records does not identify any discrepancies. A review of the device history report(s) did not identify any discrepancies. A review of the complaint history confirmed that no additional complaints were associated with the manufactured lot on file for the reported failure mode. Per results of the investigation, the failure mode was determined to be ¿user error¿. At this time, no further investigation will be implemented. (B)(4).

Event description:
During an anterior cruciate ligament repair (acl) procedure utilizing the clancy flexible drill, 8.5mm, it was reported that the flexible reamer broke while drilling into the femoral tunnel. It was reported that the surgeon removed the piece with a coker. A backup device was available and the procedure was completed successfully. It was reported that no pieces of membrane were left inside of the patient. (B)(4).